Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)). Large volume is left even after treatment time ended. Drug perfused and concentration: 5fu 1.67g / 100ml.

Manufacturer narrative:
(B)(4). We received one used (half filled) easypump ii lt 100-200-s without packaging. The received sample was subjected to a visual examination. Damages were not received. In as-received condition the white clamp was closed. The wing cap was not assigned by the customer. After opening the top cap, we detected crystallized drug residues at the filling port (lli-cone). Furthermore we detected no air inside the triangle tube and we detected one air bubble inside the flow restrictor. In addition we detected residues of fluid inside the lla-cone of the pt connector. Additionally, the sample was taken to a functional test respectively a leak test was carried out. The sample was filled up to the nominal volume (100 ml). After opening the white clamp and waiting for a while, the pump does not work (solution was not running). Leaks were not detected. We have informed our production site accordingly. A f/u report will be provided after the statement is available.